Manufacturer narrative:
Although the device did not malfunction and no patient injury was reported. This shipment was expected at the hospital in 2004 for a surgical procedure. The shipment did not arrive in time for the procedure, therefore we consider this to be reportable since the patient's treatment may have been delayed.

Event description:
An order was placed for the device to ship in 2004 for surgical procedure. The purchasing agent called to report the device the device did not arrive at the hospital the same day, in time for the surgical procedure. It is unk how long the procedure was delayed.